Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) was used to close bilateral groin access. While in recovery, the patient experienced a drop in pressure and was suspected of having a retroperitoneal bleed. Patient was taken emergently to the hospital operating room where the bleed was identified as having originated at left groin access site, and was likely due to a "through and through" common femoral stick. The bleed was treated in the operating room (or) and patient recovered. The mynx vcd had been used in an interventional peripheral procedure. The user was trained in the use of the mynx device. The mynx vcd was stored and prepped according to the instructions for use (IFU). A 6f non-cordis sheath introducer was used. The femoral artery¿s suitability and the insertion angle (30-45 degrees) of the vascular sheath introducer were verified on angiography. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity; however, there was no pvd/calcium in the vicinity of the puncture site. Heparin was used, at a high dosage. The vessel did have stenosis >50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. The device will not be returned for evaluation, as it was discarded.

Manufacturer narrative:
Complaint conclusion: as reported, a 6/7f mynx control vascular closure device (vcd) was used to close bilateral groin access. While in recovery, the patient experienced a drop in pressure and was suspected of having a retroperitoneal bleed. Patient was taken emergently to the hospital operating room where the bleed was identified as having originated at left groin access site and was likely due to a "through and through" common femoral stick. The bleed was treated in the operating room (or) and patient recovered. The mynx vcd had been used in an interventional peripheral procedure. The user was trained in the use of the mynx device. The mynx vcd was stored and prepped according to the instructions for use (IFU). A 6f non-cordis sheath introducer was used. The femoral artery¿s suitability and the insertion angle (30-45 degrees) of the vascular sheath introducer were verified on angiography. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity; however, there was no pvd/calcium in the vicinity of the puncture site. Heparin was used, at a high dosage. The vessel did have stenosis >50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. The product was not returned for analysis. A product history record (phr) review of lot f2216502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿retroperitoneal bleed¿ could not be confirmed as the product was not returned for analysis. Retroperitoneal hemorrhage (rph) is an infrequent but serious complication of transfemoral percutaneous procedures. Retroperitoneal hemorrhage refers to an accumulation of blood found in the retroperitoneal space. This most often occurs due to a back-wall or high stick but may be exacerbated with anticoagulant therapy. Several risk factors that can contribute to bleeding complications associated with interventional procedures, include, but are not limited to advanced age, high or low bmi, vessels that are small in size, vessels scarred from previous surgeries, and vessels with presence of calcium/pad that may cause the patient to be at a higher risk. Additionally, procedural-related factors include procedure type (interventional), puncture site (high sticks, low sticks, back-wall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. Standard practice following hospital protocol calls for close observation, assessment and management of patients during recovery after percutaneous procedures. Continuous care and observation of patient¿s following interventional peripheral procedures is of vital importance for early identification of bleeding before it results in retroperitoneal hemorrhage, vascular pseudoaneurysm, or large hemorrhage requiring blood transfusion and/or surgical treatment. Treatment includes pressure applied at the site, ultrasound diagnostics, blood transfusion, volume replacement, peripheral intervention using balloon tamponade and surgical repair. If undetected, hypovolemic shock would ensue, making resuscitative efforts all the more complicated and urgent. Based on the limited information available for review, patient factors such as obesity and peripheral vascular disease, may have contributed to the retroperitoneal bleed reported and the subsequent death. According to the safety information in the instructions for use which is not intended as a mitigation of risk, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ neither the phr review nor the information available suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.